Event description:
During mammogram, compression paddle/device continued compressing when compression was not manually or automatically initiated by the technologist. This resulted in minimal bruising and soreness of the right breast. Note: compression tests have been completed and passed in 1998 and 1999. New control board was installed 2000.